Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the two sequential swg kinked during used on the same patient. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00905.

Manufacturer narrative:
(B)(4). The customer returned one, opened kit for analysis. The guide wire will be analyzed as part of this complaint. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one large kink/bend towards the distal j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinking. Both welds were present and were observed to be full and spherical. The kink on the guide wire was located 570mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was advanced through the returned ars/18ga introducer needle. Despite the kinking, the guide wire passed through both components with minimal resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the two sequential swg kinked during used on the same patient. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine".associated MDR numbers include: 3006425876-2024-00905.